Event description:
It was reported that following the procedure, the patient experienced confusion which continued until 07-2005. It is unknown if the condition was pre-existing or related to the device. This event resulted in new/prolonged hospitalization and the outcome was resolved. There was no action or treatment.

Event description:
Guidant's medical experts adjudicated this patient's outcome and it was determined that this patient experienced a stroke.